Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed delamination under the surface of the sensor membrane. The level sensor functioned as intended throughout evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr installed a new sensor. The unit operated to manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level sensor appeared to be delaminating internal to the sensor surface . There was no patient involvement.